Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator displayed an error message for "pressure regulated volume controlled" and also that that alarms for high o2-concentration was occurring during patient treatment. Due to this issue the hospital exchanged the ventilator to another system. There was no patient harm reported. (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the nozzle units from the o2 gas module and the air gas module were replaced together with a membrane of the peep valve. These parts were returned for investigation. The reported o2 concentration high alarms were not reproduced during test of the returned nozzle units and the membrane of the peep valve mounted in a reference ventilator. During the simulated use test there were no indications of higher pressure than expected. When one of the nozzle units was mounted in the air gas module, it was found to be oscillating during test in the production test system for gas modules. The oscillations were caused by the nozzle unit. In the ocular investigation of the nozzle unit, the feather spring was less angled than specification. The other nozzle unit and membrane were working as expected. If oscillations happen during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. The received device log confirms the occurrence of reported alarms of "o2 concentration high" and they also contained peep high and paw high alarms. The oscillations by the nozzle unit were the most likely cause of the reported o2 high concentrations alarms. The peep high and paw high alarms were not reproduced and their causes have not been determined. The reason why the nozzle unit failed has not been determined. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc. 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
Manufacturer ref. #: (B)(4).